Event description:
A report was received that a pt underwent a pocket revision procedure due to the skin being thin over the ipg site. The physician buried the ipg deeper and the pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.